Event description:
Caller (customer's wife) reported that on (B)(6) 2015, the customer was cooking dinner when "he felt like he (was) getting low blood (glucose)". Customer tested at 7:36 p.m. And obtained a reading of 298 mg/dl on his adc blood glucose meter. Customer self-treated with 8 units of novolog insulin and "waited for a couple of minutes" to see how he would feel. Customer's wife noticed the customer could "hardly move", so she drove him to a local hospital where a reading of 60 mg/dl was obtained on the hospital meter at 7:50 p.m. Followed by a subsequent reading of 40 mg/dl. Customer was diagnosed with hypoglycemia and "given milk and a sandwich". Customer was discharged from the hospital at 12:00 a.m on (B)(6) 2015. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.